Manufacturer narrative:
H3 other text : device is lost.

Event description:
The user facility reported that the housing broke during a procedure and fell into the surgical site. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the housing broke during a procedure and fell into the surgical site. The broken housing could cause the non-sterile battery to be exposed to the sterile field. There was no clinically significant delay, no medical intervention, and no adverse consequences.